Event description:
It was reported by a patient's mother that another patient's vns was confirmed as defective out of the same facility around the same time frame as her daughter whose high impedance was reported in MFR. Report #1644487-2019-00899. The patient's identity or details of the defect/malfunction were not provided. Follow up with the medical professional's office revealed that they were unaware of what instance the patient's mother was speaking of. No additional relevant information has been received to date.